Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the clip became caught in the chordae resulting in chordal rupture and could not be removed therefore it was deployed where it was stuck. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was reported there was difficult visualization. The first clip delivery system (cds)- (ntw 11028r108) was advanced to the mitral valve and placed in a central position. After the clip was deployed, the clip detached from the posterior leaflet (single leaflet device attachment (slda)). A second cds (xt 11012r170) was advanced to stabilize the slda, but was removed as there was no change to mr reduction and replaced with an xtw cds (11213r133). The xtw clip was implanted to stabilize the slda successfully. An ntw cds (11101r275) was advanced in an attempt to further reduce mr but the clip got entangled in the chords and could not be freed and it was decided to deploy in the chords. Three clips implanted reducing mr to only 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported entrapment of device (clip caught on the chordae) appears to be related to procedure conditions. The reported poor image resolution appears to be related to patient anatomy. Additionally, the reported foreign body in the patient appears to be due to the procedural circumstances associated with the clip caught on the chordae. The unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. H6, code 4559 removed.